Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a low monitoring votage out of the box. Two manual capacitor reforms were completed, however monitoring voltage did not change.